Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the extravascular (ev) implantable cardioverter defibrillator (ICD) failed defibrillation threshold testing twice. It was noted that the physician had to go submuscular with the device. Following the submuscular placement, thirty joules failed but forty joules were successful. The patent was very large and muscular; therefore, the physician would like to repeat the testing in a month. It was further reported that there was one episode of noise with a short duration. Intermittent undersensing was also observed. A subsequent xray indicated that the ev lead had moved, and the patient noted a "thudding" sensation in their chest. It was further reported that the ev lead was suspected to be in pleura based on recent chest x-rays. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.